Event description:
On (B)(6) 2011, a customers wife reported the customer was receiving an errc-3 message after a sample was applied using his freestyle freedom meter. As a result of this issue, the caller reported that her husband developed a urinary tract infection because he was unable to test. The customer presented to his physician and was diagnosed with hyperglycemia and treated with intravenous antibiotics for the urinary tract infection. No blood glucose readings were provided. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter powered on with button press upon battery replacement. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown.